Event description:
Crna (certified registered nurse anesthetist) completed spinal without difficulty. While surgeon was making incision patient was moving her leg. Surgeon stopped and (B)(6)converted to general. Spinal kit was a bd lot number was more than likely 405671, but not positive. Medication in question is bupivacaine 0.75%.